Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The name of the required medications was not disclosed. Customer did not report any impact or delay to patient care. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The name of the required medications was not disclosed. Customer did not report any impact or delay to patient care. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist evaluated the device and stated that the device was reimaged prior to inspection. A field service engineer reported that on work order (B)(4) antivirus and operating system updates were successfully installed. The technical support specialist confirmed device is operational.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, e3, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 06-mar-2021 to 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.. Upon investigation of the actual device used in this incident, it was determined that the application freeze while provider was dispensing a medication. The technical support specialist did reimage on the device. The system was functional as intended after the technical support specialist troubleshooted the device.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. The nature of the procedure was not disclosed. The name of the required medications was not disclosed. Customer did not report any impact or delay to patient care. Patient or user harm was not reported.